Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Yesterday the blood glucose was 280 mg/dl and current blood glucose was 448 mg/dl. Customer reported the following symptoms related to their high blood glucose was tiered. Customer treated high blood glucose with needle today. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Assisted with performing the high pressure test and the pump did alert no delivery. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device is not expected to be returned for analysis.